Event description:
It was reported that the right ventricular (rv) lead was undersensing events. Follow up with the patient's clinic indicates that the patient has been seen and the device is functioning as normal. The lead remains in use. No patient complications have been reported as a result of this event.